Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a fall. It was determined post-examination that "some of the leads had come loose." Additional information reported the cardiac resynchronization therapy defibrillator (crt-d) protruded out of the pocket site and moved to the patient's armpit area, which caused emotional and physical discomfort, and anxiety for the patient. Follow up revealed an x-ray was performed and the leads appeared to be twisted and pulled back, possibly due to twiddler syndrome. The right atrial (ra) lead was programmed off due to non-capture. The left ventricular (lv) lead was programmed off due to no synchrony related to the ra lead. The cardiac resynchronization therapy defibrillator (crt-d) and the rv lead remain in use. No further patient complications have been reported as a result of this event.